Event description:
Related manufacturer reference number:2017865-2022-13452. Related manufacturer reference number:2017865-2022-13454. It was reported that the right ventricle lead was dislodged, identified via fluoroscopy and also exhibited failure to capture. The right ventricle lead was repositioned on (B)(6) 2022. Patient was stable. On (B)(6) 2022, it was noted that the left ventricle lead and right atrial lead were both dislodged, identified via fluoroscopy, and both the lead exhibited no pacing and extra cardiac stimulation. Both that atrial and left ventricle lead were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, no pacing, and cardiac stimulation. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported event of no pacing was not confirmed. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductor coils consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.